Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD) lead. No changes or interventions were performed. The patient condition was unknown.